Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump. The customer stated none of the buttons were responding and that he had changed the battery out with no success. The customer's blood glucose was 189 mg/dl. Troubleshooting was done. The customer stated that the insulin pump may have been caught on the seat belt but did not think that the insulin pump fell out or hit the car. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Insulin pump was unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.